Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in a sigmoidectomy procedure, the reload was connected and the handle was squeezed but the jaws did not close. Then after the reload was replaced with a new one, the device could be used without problem. The event occurred during the procedure but the product was not used for patient.